Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient thinks their first ins damaged the nerves it was connected to. At the replacement procedure, due to normal battery depletion, the doctor said the nerves were damaged and replaced the lead and ins so stimulation would be targeted differently. No device issue and no further patient complications have been reported as a result of this event.